Event description:
It was reported that the patient experienced coupling and/or communication issues associated with the recharger. The antenna locate feature was performed and resulted in a power on reset (por) condition displayed on the recharger. This, then, led to the normal recharging screen. It was later reported that the patient was not able to adjust the implantable neurostimulator's stimulation, using the programmer. The por condition was, then, cleared which resolved the reported issue. The patient was able to feel the stimulation.

Manufacturer narrative:
Lead: model 39565, lot# n217906002, implanted: (B)(6) 2009, explanted: na; programmer: model 37743, lot# nke133057n; recharger: model 37752, lot# nka127865n.